Event description:
It was reported by the affiliate that during an unk procedure, the anvil detached from the device. The anvil was removed and another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.